Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device did not turn on. The review of system log file shows ¿host-pc did not startup in the previous system start¿. The philips engineer inspected the system and confirmed that the ippc error again and again. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and confirmed that the hostpc does not start. To resolve this issue, fse replaced the host personal computer. Later which, the issue was found in the host-pc and it was replaced in the case (B)(4). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device did not turn on. The ippc (image processing pc) had to be started manually to start up the system. The device was outside of clinical use at the time of the event. No harm has been reported to philips.